Manufacturer narrative:
(B)(4).

Event description:
He reporter indicated that the surgeon implanted a 13.2mm vtich13.2; +7.5/+6.0/161 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced low vault; refractive surprise; residual astigmatism; elevated iop; glare/haloes; blurred vision. The lens was explanted and later replaced with a same length lens but different power/axis and this resolved the problem. The cause of the event was reported as "other" and a patient related factor.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens optic split and haptic broken. Dimensional/function inspection could not be peformed due to significantly damaged lens. Claim#: (B)(4).